Event description:
It was reported that the caller wanted to know if a magnetic resonance imaging (MRI) would be okay to do if this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increase in right atrial (ra), right ventricular (rv), and shock impedance several months ago. The ra and rv pacing impedances remained within range. However, the shock impedance was high out of range. The impedances eventually went back down to its previous values. The boston scientific representative suspected that the increase in impedance values were due to patient condition. Technical services (ts) suggested to troubleshooting actions and noted that the MRI is up to physician discretion. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.